Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Moisture was cleared from the harness assembly to resolve the issue. Block a: no patient information provided to date after calls to customer on 04/29/2024 and 05/01/2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.